Manufacturer narrative:
Exact date unknown, event occured several months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg as it was not holding a charge. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable ipg. The patient was doing well postoperatively and the explanted ipg was discarded.